Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the complained device was send to the product development center and to the manufacturing plant for further investigation. According to the statement this device was manufactured according to our specifications. It was established, that the guide, which is connected with the guide tube, is broken off at the area of the laser weld. The exact cause of this damage is not elicited afterwards. It is possible that the guide got a blow. Alternative an overstressing factor of the lateral force or even a combination of these two alternatives could have leaded to this breakage. The review of the manufacturing and material documents showed no deviation according to our specifications. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on a stenofix implant holder, the implant holder broke off at the distal end of the shaft. No further information is available at this time. This is 1 of 1 reports for this event.